Event description:
It was reported during an annual meeting that patient complications occurred. The patient presented with continuous chest pain and loss of consciousness and was diagnosed with st elevation myocardial infarction. After aspiration of the thrombus, a 4.00mmx24mm synergy xd drug-eluting stent (des) was implanted. One hour after admission to the cardiac care unit, ventricular fibrillation occurred. After successful resuscitation, an angiogram revealed the stent was filled with thrombus resulting in acute coronary occlusion. The physician aspirated the thrombus again and malposed struts was not observed by intravascular ultrasound (ivus). A 4.00mm x 20mm non-boston scientific (non-bsc) perfusion balloon was dilated again and again, but thrombus formed in the des. Finally, a covered 3.0mm x 20mm non bsc stent was implanted in the des site. Coronary angiography was performed on the second hospital day and a small amount of thrombus remained, but stent apposition was appropriate. On the 10th hospital day, no thrombus was found in the stent and the patient was discharged on the next day.

Manufacturer narrative:
B3: date of event: used first day of the month of the poster session since the event date was not reported. Cvit 2024: the 32nd annual meeting of the japan society of cardiovascular interventional therapy, medical poster session 17, acs 3, 2024-7-25, 1400-1500; shnichi okino - chair, takao makino - chair; yuto watanabe, et. Al.